Event description:
It was reported that during the procedure, too much current went across and possibly perforated the bowel. Further info revealed that the surgeon tapped the snare on the tissue and the damage occurred. No other info is available on the pts condition. If more info becomes available, a follow-up report will be filed.